Event description:
When operator was removing the stopper, left thumb was cut by a crack in the tube. The wound was exposed to blood in the tube. Unknown if blood was infectious. The wound required 2 stitches and operator received tnt and hepatitis b ig.